Event description:
It was reported that the insulin pump was not delivering the proper amount of insulin. It was stated that the customer experienced high blood glucose levels, and the insulin pump has not alarmed no delivery. The customer has changed infusion sets, but continues to experience high blood glucose levels. Troubleshooting was performed, and very little insulin exited the tubing during the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.